Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912068, lot# 019400, juggerknot 1.4mm shrt w/ndls. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the inserter was deformed. Subsequently, the surgeon tried to insert this product in the patient's burr holes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the device is bent near the tip. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.